Manufacturer narrative:
Zimmer biomet complaint (B)(4). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Part 010000661 lot 3464345; review of the device history record identified no deviations or anomalies concessions were noted; however, this did not affect the reported event. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. Complaint history search identified 4 additional related complaints when searching by item number 010000661. The search identified no additional related complaints when searching by the item 010000661 - lot 3464345 combination. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Concomitant medical products: MFR rpt 0001825034-2018-00792 - item 51-108050 - lot 2795325 - tprlc 133 mp t1 pps so 5x95mm, item 110003616 - lot 3409720 - biolox delta cer lnr 32mm c, item 650-1163 - lot 2994755 - delta cer fem hd 32/-3mm t1.

Event description:
Clinical study 517 reported that a patient underwent a right hip surgery on (B)(6) 2015. Subsequently, the patient reported moderate pain, moderate trouble getting in or out of car, impossible to shop, moderately difficult to climb stairs, moderately painful to stand up, limping most of the time, moderately interfered with usual work at the 1 year follow up visit on (B)(6) 2016.